Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 106 mg/dl and has treated with a glucagon shot. No further information reported.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. However, moisture damage was found on the keypad traces. No button error alarm noted during testing. The device was received with minor scratched display window, cracked lcd window at the upper left and bottom right corner, cracked case at display window corners, cracked reservoir tube lip, broken battery tube threads and broken pump belt clip slot.